Manufacturer narrative:
From the radiometer investigation the root cause was found to be a packaging process error and overlook during visual inspection. Checking production documentation: documentation has been checked. No reports in product journal related to reported issue. Photo evaluation - conclusion: on the photo provided by the customer a visible open blister package with one hair lying inside on the paper. This indicates a packaging process error and overlook during visual inspection. Checking reference samples: reference samples checked under visual inspection. All samples within specification. No issues in reference samples observed. In component code, code 4756 has been chosen as no other code is representative.

Event description:
According to the complaint, a customer opened sterile packaging of a safepico sampler to find what looks like a hair inside. There are no reports of serious injury.